Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that on an unk date, the doctor observed the following issues when checking the external drainage: leakage of cerebrospinal (csf) at the sampling point and air upwelling in the tube going to the "ventricule". Several attempts were made to obtain additional info but to date, no new info has been received.